Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
The healthcare provider reported they could not locate the septum during a refill. The healthcare provider stated that they have had difficulty in the past locating the refill port but had always been able to eventually gain access. The hcp was using a template and the pump was moving. The patient had a narrow abdomen and the "plane" of the pump "does wobble" when they try to access. Metal only was felt on insertion. Device troubleshooting options were discussed. There were no patient symptoms reported. The pump was used to deliver gablofen.